Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm was noted. The pump was received with a partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and dat test due to the broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on 1/29/2024 at 08:44 there was a pump error 53 (line number 0 file number 0) alarm and a pump error 4 (line number 2727 file number 32122) alarm that occurred, description listed below: pump error 53 was triggered due to abort exception ( bus exception) - possible hw issue as per file ID=0; 5000 < file ID<32000; file ID>33000 or line num= 0 or >10000 pump error 4 (line number 2727 file number 32122) was a consequence of pump error 53. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The force sensor zero offset is within specification (xxx mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, broken belt clip rails, faded end cap address label, pillowing keypad overlay, and missing reservoir tube o-ring. Critical pump error (open book image alarm) is not confirmed. Pump error 53 (line number 0 file number 0) alarm is confirmed, fault isolated to the hardware. Pump error 4 (line number 2727 file number 32122) alarm is confirmed and is a secondary error as a consequence of pump error 53. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump won't stop beeping and had a book with a red x. The customer also reported a crack in the pump. Troubleshooting was performed for the cosmetic damage. The customer stated that the infusion set showed signs of damage and that the location of the crack was in the reservoir. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.